Event description:
The customer reported a false positive result with the ID now covid-19 assary performed on (B)(6) 2022. Confirmation testing performed on an unknown date via an unknown pcr platform generated negative results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187643 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-00j / lot: m187643, test base part number 190-430 / lot: m187643. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187643 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.